Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod at the time medical attention was required. The pod was worn on the arm for approximately 1 to 4 hours. After pod activation and bolus delivery, blood glucose levels continued to rise, reaching up to 700 mg/dl. During the day, the patient developed symptoms including dizziness, nausea, excessive thirst, and vomiting. Due to worsening symptoms and significantly elevated blood glucose levels, medical attention was sought on (B)(6) 2026. The patient was hospitalized from (B)(6) 2026, including admission to the intensive care unit for approximately two days. The patient was diagnosed with diabetic ketoacidosis and hypokalemia. Treatment included intravenous insulin therapy, calcium drink supplementation, and inpatient monitoring.